Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient have aseptic loosening of implants. Removal of femoral component and tibial component. Tibia appeared loose. Doi- (B)(6) 2022. Dor- (B)(6) 2026. Affected side- left knee.

Manufacturer narrative:
Following follow-up with the reporter and review of the complaint record, including correction of the original complaint coding and/or reporting as applicable, the complaint was reassessed against established reportability criteria and determined to be not reportable. The previous reportable determination was attributable to inaccurate or incomplete information that has since been corrected. No additional reportability actions are required. This report is closed.